Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a malfunction alarm occurred. The customer did not have backup insulin therapy and was advised to consult their hcp. Customer¿s blood glucose level was 136 mg/dl.